Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device logging multiple alarms for low fio2 (fraction of inspired oxygen) was confirmed via a review of the device's electronic records. During testing, however, ventec was unable to duplicate the reported issue. Fio2 readings were observed to be in range. Ventec did observed that rotary valve 1 (rv1) would intermittently not find "home" and bind during transition from position to position. As a precaution, ventec replaced rv1. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it had logged multiple alarms for low fio2 (fraction of inspired oxygen). There was no patient involvement associated with the reported event.